Manufacturer narrative:
Investigation of the returned product determined the cause to be isolated to the electronic paper display (epd). Although glucose results may be delayed, blood glucose could be determined by alternate means, including use of another blood glucose meter, seeing a physician (as recommended in product labeling), or by seeking treatment at a health care facility.

Event description:
The reporter contacted abbott diabetes care, alleging the meter will not turn on. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no report of death, serious injury, or mistreatment associated with this event.

Event description:
The reporter contacted abbott diabetes care, alleging the meter will not turn on. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Section h-11 (returned product investigation) has been updated. Meter (B)(6) has been returned and investigated. Visual inspection has been performed and damage to the left side of the meter was observed. The meter does not power on with button depression or with strip insertion. A blank screen was observed. No contamination or corrosion was observed. The meter pcb (printed circuit board) was placed into an approved test fixture and the epd (electronic paper display) was tested. The epd testing was not successful. Therefore, the issue is confirmed to the epd. All pertinent information available to abbott diabetes care has been submitted.